Event description:
It was reported that inappropriate therapy was observed on the implantable cardioverter defibrillator (ICD) based on a remote transmission dated (B)(6) 2025 as well as pacemaker mediated tachycardia (pmt). Programming changes were recommended. No patient symptoms were reported.